Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation and information provided, the event reported by the customer did not occur. However, the investigation identified the adhesive on bending section cover was detached. The definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during reprocessing, the videoscope, had poor 3d image. There were no reports of patient harm.